Manufacturer narrative:
During the complaint investigation it was determined this was a duplicate report of stryker reference number (B)(4), FDA manufacturer report number 0001811755-2020-00478.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.